Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent beeping coming from the controller was not confirmed. The heartmate 3 system controller (serial number (B)(6)) was not returned; however, a log file was submitted. The submitted controller event log file from the customer contained data spanning 13 days ((B)(6) 2024, per the timestamp). There were no notable atypical alarms active in the log file; however it should be known that the reported event date (27dec2023 and (B)(6) 2023) were not captured in the event log file. Multiple attempts were made to obtain additional information about the reported event such as if cleaning the batteries/battery clips resolved the event, if any equipment was exchanged, and if any products will be returning to abbott; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that event log files were submitted for review due to random system controller beeping with no alarms shown. Two beeps occurred within 15 minutes on (B)(6) 2023, and 4 beeps occurred within 5 minutes on (B)(6) 2023. The event log files captured some intermittent indications of a weak connection between the batteries and battery clips.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review. The event log files were sent on 28nov2023 and captured 2 beeps within 15 minutes on (B)(6) 2023 and 4 beeps within 5 minutes on (B)(6) 2023. The event log files captured some intermittent indications of a week connection between the batteries and battery clips.